Manufacturer narrative:
H10: the remote service engineer (rse) recommended to replace the power management (pm) card. A field service engineer (fse) replaced the pm printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the pm pcba was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device will not turn on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that once the device plugged into the mains, the light-emitting diode (led) on the on/off button lights up but nothing happens once pressed. The battery led, on the other hand, flashes very lightly and quickly, even after the battery has been replaced.

Manufacturer narrative:
E1: reporting address state:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).